Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was not conducted due to customer being at work, and the device not having a battery in it. The customer was advised to call back with a new battery to insert into the pump, so that troubleshoot may be conducted.